Event description:
Pt had 2 subdural hematomas treated by craniotomies. Wrote a letter requesting info on clinical studies for lower anticoagulation. Did not complain about the valve. Now keeping inr between 1.5 and 2.0.